Event description:
It was reported that the pt, implanted in 2005, no longer had any access to sound with concerned ci and was re-implanted on (B)(6) 2012.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.